Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged. After product removal, manual compression was performed. There was no reported patient injury. The deployer was in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged. After product removal, manual compression was performed. There was no reported patient injury. The deployer was in training with the mynx. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be in the open position, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was returned exposed to the shaft of the device. No additional anomalies were observed during this visual analysis. Per functional analysis, the deployment simulation could not be performed per the instructions for use (IFU) of this device as the sealant was not returned for evaluation. However, a shuttle displacement test was performed, and the shuttle cartridge was successfully advanced and retracted to the black handle without any issues. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant was not returned with the product. The exact cause of the issue experienced by the user could not be determined. However, based on the information available for review and the product analysis, the event reported may have been attributed to user error since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the advancer (tamping) tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.